Event description:
It was reported that an omnilink stent delivery system (sds) was prepared without issues. The sds was advanced over a non-abbott guide wire through a 6 french non-abbott sheath. There was resistance felt with the non-abbott sheath and the sds was removed with difficulty. The sds never made it inside the patients anatomy. Upon removal, the stent was noticed to be moved off the balloon and on the sds catheter. The same guide wire and sheath were used successfully with another 7 x 30 mm omnilink sds without difficulty to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported, there was no additional information provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: advantage guide wire; sheath: 6 french non-abbott sheath. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position or remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.